Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2017 with blood glucose of 319 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and nausea. Customer was hospitalized due to diabetic ketoacidosis. Caller reported of having difficulties with insulin pump and blood glucose elevated to 493 mg/dl. Customer was still hospitalized at the time of call and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Caller would do more correction bolus and would call back with any changes. Call was disconnected prior to obtaining more information.